Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported blacked out image and image noise issues could not be determined, however the issues were likely due to the charged-coupled device (ccd) unit being damaged as a result of physical stress applied to the insertion tube while the user was handling/user mishandling. The event can be detected/prevented by following the instructions for use which state: ¿-do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. ¿-when inserting the endoscope through the mouth, place the mouthpiece (ma-651) in the patient¿s mouth as necessary before inserting the endoscope to prevent the patient from accidentally biting the insertion section. Biting the insertion section may result in a break in the cable or malfunction of the light guide¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned for evaluation and the customers allegation confirmed. It was noted that rgb scattered image occurred and suddenly blacked out. It was also noted that the insertion tube had a heavy dent/bite and it was unable to pass ring gauge. The light guide tube had discoloration. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported to olympus, that the evis exera iii bronchovideoscope had unrestorable blacked out image. The issue was found during inspection for use. There were no reports harm associated with the event.